Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver bupivacaine and dilaudid (concentrations and doses unknown). The patient did not remember the dose or concentration, and only said that it was ".1, 4 times." The indication for use was spinal pain. It was reported that after the patient had back surgery in (B)(6) ("first or something") of 2016, his pump wasn't working right; it was stated that he knew the pump wasn't working right because of the back surgery. Per the patient, what had happened when the surgeon did the surgery was that "they pulled the pump completely up, rolled it all up, and then stuck it underneath the pain pump itself." The patient asked the patient services specialist (pss) if the medication coming out like that would have anything to do with his legs hurting like they are now. It was reported that he has had pain and numbness in his legs, slowly going on ever since that back surgery. The patient then said it "gradually got into his legs, little by little." The patient was directed to follow-up with his healthcare provider (hcp) to get the pump checked and address his concerns with the pump; per the patient, when he asked about his legs a day after the back surgery, he was told by his hcp that when you do the back surgery, "you get that fluid running from your spinal cord goes into your blood system, and you get some of this." The patient stated that the hcp had told him that it "would go away (and the hcp would turn up the pump)," but now it is ten times worse than it ever was. It was stated that the patient has had three doctors do MRI (magnetic resonance imaging) scans, CT(computerized tomography) scans, but that no one had told him anything about the status of his pump and catheter. The patient also reported that the hcp "kind of filled it up and that's when he realized it wasn't going back like it was," and the hcp thought the patient had "like an air bubble, when something runs out it will get an air bubble in it, so the hcp kind of just pressed it out and figured that out." The patient confirmed that these problems started when the surgeon did his back surgery, when they pulled out the pump , "rolled it up and put it back into the corner," and forgot to put the pump back in the proper location. The patient stated that he would follow-up with the healthcare provider again to confirm device status. No further complications were reported/anticipated.